Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Customer¿s blood glucose level was 120 mg/dl.